Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, menorrhagia and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events abdominal pain, pelvic pain,general abnormal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 1979: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On 5-sep-2019: pfs received- new events added-pelvic pain, abdominal pain, psych injury, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), allergy were added. Patient information, reporter details, essure dates and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 822366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, uterine fibroids, uterine bleeding, endometrial thickening and haemorrhage nos. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (curettage ((B)(6) 2018), hysteroscopy,hysterectomy and salpingectomy (bilateral removal of fallopian tube), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, menorrhagia, abdominal pain, vaginal haemorrhage, anxiety, migraine, vaginal discharge and weight increased had resolved and the depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿abdominal pain, pelvic pain,general abnormal bleeding, menorrhagia. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 1979: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pfs received. Outcome of event : vaginal hemorrhage, anxiety, migraine, vaginal discharge, weight increased was updated to recovered/resolved. Date of d and c was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 822366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, uterine fibroids and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (curettage, hysteroscopy and salpingectomy (bilateral removal of fallopian tube), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, menorrhagia and abdominal pain had resolved and the depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿abdominal pain, pelvic pain,general abnormal bleeding, menorrhagia. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 1979: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 822366) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, uterine fibroids and uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (curettage, hysteroscopy and salpingectomy (bilateral removal of fallopian tube), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, menorrhagia and abdominal pain had resolved and the depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿abdominal pain, pelvic pain,general abnormal bleeding, menorrhagia. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 1979: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs and mr received : events- "abnormal bleeding (vaginal), depression, mental anguish, migraines / headaches, vaginal discharge, weight gain", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.